Event description:
On (B)(6) 2012, patient reported that she has experienced hypoglycemia and believes the insulin delivery of the infusion device is too high. Her blood glucose on the day of the report was 27 mg/dl, and her normal blood glucose is no higher than 250 mg/dl. She became combative and irate, and she disconnected the infusion device, drank 2 cans of soda, and ate 6 candy bars and brown sugar to increase her blood glucose. Patient changes the insulin cartridge and infusion tube every 14 days and was advised on the manufacturer recommendations. She changes the infusion headset every 2-3 days. No further issues were revealed during troubleshooting. Patient switched to her backup infusion device for purpose of troubleshooting, and follow-up was completed with her on (B)(6) 2012. She reported her blood glucose returned to normal and she has experienced no further issues. She changed all accessories when she switched to the backup infusion device. The infusion device was replaced and requested for evaluation. The infusion tube and adapter were also requested for evaluation, and the infusion headset and cartridge were discarded. She did not require treatment from a health care professional or second party to address the issue.